Event description:
New information low impedance also noted on the right ventricular (rv) lead.

Manufacturer narrative:
Correction: b5 and h6 for low impedance.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, loss of capture, r-wave amplitude variation, unspecified sensing issue and low pacing lead impedance. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, r wave amplitude variation, unspecified oversensing issue, helix difficult to extend helix and dislodgement confirmed via x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.